Event description:
The customer stated that she was treated by the paramedics due to a low blood glucose reading of 11 mg/dl. The customer was unable to troubleshoot during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.